Event description:
The customer reported obtaining false low sodium (na) patient results on their dxc 600i clinical chemistry analyzer (pn a25639, sn (B)(6). The erroneous patient results were reported outside of the laboratory, and doctors contacted the lab questioning the results. Quality control (qc) for na was also lower than expected after a recent change in the ise (ion selective electrode) assembly. Quality control (qc) was on the lower side, however within specification prior to the event. The customer stated patient treatment was delayed because of low initial sodium patient values. The customer stopped using the instrument for ER (emergency room) patient testing of sodium due to complaints from doctors and the customer performed reruns for questioned patient samples on their other dxc 600i clinical chemistry analyzer (sn (B)(6). There was no report of change to treatment, injury, illness, or death associated with this event. The customer did not provide patient demographics.

Manufacturer narrative:
The beckman coulter field service engineer (fse) checked the instrument and determined that the na sample reference values were around -5900, which is an indication of a bad carbon bridge, and the na reference electrode had an air bubble inside its core. The fse replaced both the carbon bridge and the na sample electrode from customer stock to resolve the issue. The customer was satisfied with the service provided. No further action required. Section a2, a3, a4 and a5: information was not provided by the customer. The beckman coulter internal identifier is case (B)(4).